Event description:
Monitoring twins. When fes (fetal external sensor) placed on baby a, which was red in ob trace view (obtv), it turned blue in obtv. Baby b, which was blue, turned red. Printed out on paper tracing correctly.